Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: permanent physical injuries and limitations; scarring, disfigurement, past, present and future pain and suffering and emotional distress; past, present and future loss of household services and consortium. Update: (B)(6) 2012-sales rep reported revision surgery due to elevated ion levels. Part/lot identified. There was no new information that would change the outcome of the investigation.